Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the fiber optic sensor (fos) on the intra-aortic balloon (iab) was not working and not zeroing". The device was used with the fluid fill transducer for arterial pressures. There was no patient death, serious injury or complications reported. Patient current outcome reported as fine. Additional information: the device was returned for investigation. The catheter had evidence of blood inside the bladder.

Manufacturer narrative:
(B)(4). Other device codes: 1250 teleflex received the device for investigation. The reported complaint of fos would not zero is confirmed. The fos fiber was broken and therefore the light path could not be established between the sensor and the pump. Also upon return, a small amount of blood was noted within the helium pathway and a puncture consistent with damage from the broken fiber was confirmed. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the fiber optic sensor (fos) on the intra-aortic balloon (iab) was not working and not zeroing". The device was used with the fluid fill transducer for arterial pressures. There was no patient death, serious injury or complications reported. Patient current outcome reported as fine. Additional information: the device was returned for investigation. The catheter had evidence of blood inside the bladder.